Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and loss of lock. The recipient reportedly walked into an MRI suite and experienced pain. No MRI was performed. Magnet replacement surgery has been scheduled.

Manufacturer narrative:
Additional information: sections d.6b. The recipient's magnet was reportedly replaced on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.10/h.11. The recipient underwent magnet repositioning surgery on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was successfully activated. The recipient is reportedly still experiencing retention issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section d.4. Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The original magnet is still in place and was repositioned on (B)(6) 2025. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.